Event description:
The recipient reportedly experienced sound quality issues and loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device on the contralateral side.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reimplanted with advanced bionics cochlear devices on (B)(6) 2020. The device passed the external visual and photographic imaging inspections. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed a resistor with a corroded trace. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal, which is concluded from the residual gas analysis data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. This, ultimately, caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.